Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial-driven rhythm with rapid ventricular response (rvr). Two bursts of anti-tachycardia pacing (atp) and eight electric shocks were delivered. Therapy was exhausted. Further evaluation by cardiology was recommended by technical services (ts). No additional adverse patient effects were reported. This device remains in service.